Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had adaptive stimulation (as) programmed on (B)(6) 2018. The patient stated that everything was fine until later that afternoon when they couldn¿t feel anything on groups b or c, so then they just used group a. On (B)(6) 2018, group a stopped working as well. The patient mentioned that they use it at night when they sleep. It was noted that stimulation was on and that the patient could switch through the groups but wasn¿t feeling any stimulation. The patient was redirected to follow up with their healthcare provider (hcp) since their body stopped responding to the stimulation. No further complications were reported or anticipated. Indications for use are spinal pain and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the health care provider (hcp). It was reported by the patient they had not notified their hcp about the loss of stimulation. The patient noted that the circumstances that led to the loss of stimulation was after an appointment with the manufacturer representative (rep) groups b + c were inactive. The patient noted they were not sure why group a stopped working. To resolve the loss of stimulation they had another visit with the rep and they cleared all the issues and restored the settings which thus resolved the loss of stimulation. On (B)(6) 2018, additional information was received from the hcp. It was reported the cause of the loss of stimulation was unknown and that the hcp office did not take any actions to resolve the loss of stimulation however it had been resolved. There were no further complications reported/anticipated.